Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross access solution kit was selected for use. The physician using solo operator technique using transesophageal echocardiogram (tee). The staff was still not prepared to initiate the energy for transseptal puncture as they still had to apply grounding pad. The physician lost visualization of the intra atrial septum, then got poor quality images and used energy. The wire did not look normal thus, it was removed. It was noted the arterial line pressures decreased and effusion was present in the left ventricular (the inoculated behind left atrium). The patient was tapped for tamponade and 400 ml taken off and no more accumulation. The patient was fully recovered and was discharged next day from the hospital (B)(6) 2025). The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.